Event description:
The subject had a c5-6 fusion in 2007 with persistent right arm and shoulder pain 1 month after surgery. A CT scan was ordered recently, which showed incomplete fusion inferiorly at the c5-6 interspace. Supplemental posterior fixation was added during revision surgery in 2008.

Manufacturer narrative:
The product is unavailable for evaluation, but add'l info has been requested, and if received, will be supplied on a supplemental.